Event description:
It was reported the patient experienced loss of lower extremity coordination and hematoma. Surgical intervention was undertaken on (B)(6) 2023 to remove the leads which in turn resolved the issues.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.